Event description:
It was reported that an ilet displayed recurring alerts 57, 61, and 67 despite multiple restarts, and the user transitioned to a backup device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.